Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 384 mg/dl while wearing the pod longer than 48 hours. Patient's mother stated that since patient has cerebral palsy, she often finds it difficult to keep the pod adhesive secure. Symptoms reported include hyperglycemia and vomiting. At the hospital, pod was removed and the patient was treated with an insulin drip and fluids. The patient was released the following day.